Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the I/a tip appeared "bearded" after sterilization and as a result, a pt experienced a capsular rupture during irrigation and aspiration. There was a loss of vitreous and an anterior vitrectomy was performed. The pt was left aphakic and a secondary lens implant procedure has been scheduled. Add'l info has been requested. This is the third of three medical device reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).